Event description:
A hospital reported to our distributor that the cushion (i.e. The seal) of an rt040s full face mask had separated from the back plate (i.e. The mask base). No pt consequence was reported.

Manufacturer narrative:
Method: the device en route to the manufacturer for inspection. An investigation was conducted based on the event description and previous experience with similar complaints. Result: the improper fitting of the mask may have contributed to the silicone seal separating from the base of the mask. The rt040 mask is relatively new to the market and many users have been converting from a previously used competitor's device to the rt040 and as a result may not be proficient with the sizing and fitting of the rt040. We are unable to carry out a lot check as no lot info was provided with this complaint. Conclusions: fisher & paykel healthcare has implemented an in-service education program to further ensure that healthcare practitioners fully understand the proper fitting of the rt040 mask. This programme has been and continues to be rolled out to customers in the united states. In addition, we have introduced an additional silicone adhesive step (to apply adhesive between the silicone facial seal and the plastic mask base) in our manufacturing process which is aimed at reducing the potential for separation to occur. We have received similar complaints and are currently trending this at an occurrence rate worldwide for the past year of appropriately 0.102%.